Manufacturer narrative:
Product event summary: analysis was performed and no anomalies were found, the returned device indicated a damaged grommet and it was determined the set screw was found in the connector bore.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the setscrew on the implantable pulse generator (ipg) could not be tightened, as if the threads were stripped. A new ipg was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.